Event description:
The broken flowmeter was found hanging from the wall by a staff member. The room was unoccupied when the flowmeter broke. Several of these flowmeters have broken in the same manner.